Manufacturer narrative:
(B)(4). Approximate age of device- 10 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic with an lactate dehydrogenase (ldh) of 1424 u/l. The reference range is between 338-610 u/l. The powers were within normal limits. The manufacturer's technical service representative reviewed the submitted log file and observed some transient power elevations. The manufacturer's technical service representative also observed no external power alarms on (B)(6) 2018. These were caused by the mobile power unit (mpu) power cord coming loose. Additional information was requested, but not yet provided.